Manufacturer narrative:
Follow-up #1 date of submission 09/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed no data for 07/16/2015, the date of the complaint; the data indicated that the pump was not in use after (B)(4) 2015. The available data did not show any reboots or power loss. The returned battery cap had damaged threads and was unable to attach to the pump; however there was no power loss with the returned cap. The battery cap contact height was found to be out specifications; the width was within specifications. The pump was exercised for 24 hours with no power loss. The pump case was removed and no evidence of moisture ingress or loose components was found. Unrelated to the initial complaint, the display screen as dim and discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.